Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous left anterior descending (lad) artery. Resistance was met during advancement of the balanced middle weight (bmw) guide wire into the guiding catheter. The guiding catheter and guide wire were removed as a single unit. After withdrawal, it was noted that the guide wire tip had separated. The guiding catheter was flushed and the separated tip was found inside the guiding catheter. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new guide wire was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The guide wire separation was confirmed. The difficult to position in the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.